Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint reported event. As received, a complete lead was returned in one piece for analysis. A failure event was observed during analysis. Final analysis found an external outer insulation abrasion caused by friction to another device or feature of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.